Event description:
The dealer states a patient allegedly fell out of a lift when the staff did not hook up 2 of the sling connections to the bar prior to operating the lift, resulting in a broken arm.

Manufacturer narrative:
Manufacturer received information that a patient fell during a transfer with a patient lift. Information was provided that the staff at the facility reportedly did not hook up two of the sling connections to the bar, prior to attempting to operate the lift. Current user guide covers proper transfer methods. Nature of complaint suggests a transfer error. MDR filed based on alleged serious injury.